Event description:
The manufacturer received information alleging device failed active exhalation test. There was no harm or injury reported. There was no reported patient involvement. Onsite service performed by manufacturer's field service engineer (fse) during which the three-way solenoid valve and the proportional valve were replaced to address the issue.